Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that via remote transmission, non-sustained lead noise due to possible myopotential oversensing was observed. Programming changes were made and the patient will be monitored.